Event description:
In 2009, patient and her husband reports that the day prior, patient had blood in her infusion tubing and her blood glucose elevated to 600 mg/dl. Patient's normal range is 80mg/dl - 120mg/dl. Patient states she only monitored her blood glucose that morning because she was really busy. She states that later that afternoon, she ate, and then bolused 7 units of insulin. Patient reports at bedtime her blood glucose was 600 mg/dl and she began to vomit, and was very thirsty. Patient states, she removed her infusion device and began injection therapy. At the time of the call, the patient had a blood glucose of 198 mg/dl while not on the infusion device. Reviewed with patient that blood in the infusion tubing can interfere with insulin delivery, and helped her troubleshoot blood in the tubing. Patient states infusion site was in use for 2 days during the time of the event. Patient was able to reconnect to her infusion device. She reports she discarded the affected infusion set . The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product returned.

Manufacturer narrative:
No product wil be returned for evaluation.